Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 319 mg/dl and 100 mg/dl. Customer had just finished eating an orange and did not wash his hands prior to the reading of 319 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the strips. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.